Manufacturer narrative:
The device was returned for analysis. The reported torn delivery catheter (dc) was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use the investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely that during loading the filtration element inadvertent mishandling resulted in the reported/noted torn dc pod and the noted multiple device damages (wrinkled/separated dc pod, bent/kinked shaft, bent/kinked/stretched barewire coils). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during prep of an emboshield nav6 embolic protection system (eps), a tear was noted on the delivery catheter. The device was not used and there was no patient involvement. Another emboshield nav6 eps was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified blood and contrast in the barewire coils, and the delivery catheter was separated and torn. No additional information was provided.